Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 122,585 joules during a procedure and that decreased vaporization efficiency had also been noted. Details regarding how the case was completed were not provided, however, no pt injury was reported. The MFR has requested add'l info, which has not been obtained.

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.